Event description:
It was reported that delivery stopped in an infusor during patient use. The patient observed that delivery stopped after two days of infusion. The device was filled with a 230-ml solution consisting of 60 ml of fluorouracil and 170 ml of saline. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual and functional testing were performed with no issues noted. The reported problem was not confirmed and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.